Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a tiny tip of the sensor was missing when they removed it. Customer's blood glucose level was not reported. The device was not returned.